Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and nine months later, the patient was diagnosed with pulmonary embolus. Approximately three years and ten months later, computed tomography (CT) revealed that there was an inferior vena cava filter within the infrarenal inferior vena cava. The superior tip of the filter was located 4.2 cm below the lowest renal vein, which was the left renal vein. The filter did not extend into the iliac veins. There was perforation of multiple struts of the filter through the posterior wall of the inferior vena cava: directly posteriorly into the superficial anterior psoas, 17 mm beyond the wall of the inferior vena cava. Strut extended through the posterior wall of the inferior vena cava, abutted the lateral aspect of the mid l3 vertebral body, extended 20 mm beyond the wall of the inferior vena cava. Strut extended to the posterior wall of the inferior vena cava, also abutted the middle to lower third of the right side of the l3 vertebral body, extended 15 mm beyond the wall of the inferior vena cava. Strut extended posterior medially from the posterior wall of the inferior vena cava abutted the lower third of the anterior l3 vertebral body, 14 mm beyond the wall of the inferior vena cava. Strut extended through the left lateral wall of the inferior vena cava abutted the lateral wall of the abdominal aorta, extended 3 to 4 mm beyond the wall of the inferior vena cava. Strut extended anteriorly through the wall of the inferior vena cava into the retroperitoneal fat, proximally 2 mm beyond the wall of the inferior vena cava. There was inferior posterior to anterior superior tilt of the filter with the superior filter contacted anterior wall of the inferior vena cava. There was no fracture or significant bending of the inferior vena cava filter struts. Approximately four months and twenty-four days, ultrasound lower extremity venous doppler with compress bilateral showed negative for deep vein thrombosis. Subsequently five days, an ultrasound lower extremity venous doppler with compress showed extensive occlusive thrombosis throughout the lower extremities bilaterally. On the same day, a computed tomography (CT) abdomen demonstrated some calcifications of the aorta and an inferior vena cava filter in place. Approximately one week later, an initial venography demonstrated extensive thrombosis throughout the upper right popliteal as well as right femoral, common femoral as well as right external iliac and common femoral venous segments. Directional catheter was subsequently placed into the lower inferior vena cava, which demonstrated thrombus material in the lower inferior vena cava extended into the previously placed filter device. Residual thrombus/recurrent thrombus material was present throughout primarily left common as well as external iliac and common femoral veins. On the same day, the patient underwent mechanical thrombolysis. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with massive pulmonary embolism, lower extremity deep vein thrombosis, right sided heart failure and need for protection of any additional pulmonary embolic process. At some time post filter deployment, a computed tomography (CT) abdomen without intravenous contrast showed that the filter struts extended beyond the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.